Event description:
A periodic review of programming history showed that the patient's vns system registered high lead impedance. This was revealed from a system diagnostic test on (B)(6) 2014. It was noted that the patient's system diagnostic test results had a dc-dc code of 2 on (B)(6) 2007 and a dc-dc code of 0 on (B)(6) 2007. It is not known of this drop in dc-dc value is related to the subsequent high impedance, as there are no known diagnostic results between the 0 result and the high impedance, and there are no known adverse events. Attempts to attain additional pertinent information have been unsuccessful to date.